Manufacturer narrative:
A review of the event history log did not reveal any error codes or other information to suggest a device issue contributing to the injury. A review of the production records shows the device passed all final inspections and tests. No possible device cause was identified. Infection is a rare known risk following the procedure.

Event description:
Clinic reported patient with infection in left axilla (developed from ingrown hair), treated with cephalexin (500mg). Issue was resolving at the time of the report.